Event description:
It was reported that during a carotid artery stenting procedure, sheath breakage occurred. The 40mm long moderately calcified and 90% stenosed lesion being treated was located in the internal carotid artery. Resistance was noted during advancement of the carotid wallstent mr delivery device. During deployment of the carotid wallstent mr, the sheath broke. The physician was able to retrieve the sds with the unspecified microcatheter. The procedure was completed with another MFR's stent. No pt complications were reported, the pt status was reported as 'stable'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.